Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified mid to distal right coronary artery (rca). After stent deployment, it was found that part of the lesion was not dilated focally. Subsequently, an 8mm x 2.50mm nc quantum apex balloon catheter was advanced for post-dilatation. The balloon was initially inflated at 12 atmospheres, followed by 16 atmospheres on the second inflation. However, on the third inflation at 20 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.